Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating and elevated blood glucose after switching to fiasp prefilled cartridges and starting adderall, with recent weight gain and increased need to announce meals despite a low-carbohydrate diet; the user also reported treating lows with variable amounts of juice and snacks and requested a factory reset to help the ilet relearn. Symptoms included episodes of low and high glucose. Outcomes included the need for additional user interventions and education without hospitalization. Investigation included troubleshooting and education on avoiding meal announcements to prevent algorithm disruption, use of the 15-15 rule for hypoglycemia treatment, and guidance on best practices following a full factory reset. Investigation of this case revealed user technique issues related to meal announcements and hypoglycemia treatment contributing to glycemic variability, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and therapy changes.